Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip was charred and smoking and looked like it was going to catch on fire. Smoke was coming out of the incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Heavy amounts of blood and clinical use were observed on the jaws and heating wire. No other defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. It immediately activated when the power was switched on, with no manipulation of the toggle switch. The device remained activated, even when the toggle switch was initiated. The device failed the pre-cautery test; it self-activated immediately upon connection to the power supply. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The wiring was inspected for breaks in the circuitry. Continuity was available across the welded connections. The device self - activated and remained energized while the switch was cycled 5 times. There was smoke/steam which could be considered excessive was observed. Based on the condition of the device as returned and the results of the investigation, the reported complaint of "excessive smoke" was confirmed as well as the analyzed failure mode "device remains activated." Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip was charred and smoking and looked like it was going to catch on fire. Smoke was coming out of the incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.